Manufacturer narrative:
Incident two of two the product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. Medical action industries is the manufacturer of the piv start convenience kit containing the complaint medichoice skin protectant prep pad component, r6384, lot 2410jk510a, manufactured by jianerkang medical co. Ltd. (FDA registration 9616874). This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Incident two. It was reported two patients had a reaction (described as burn) following use of medichoice skin prep pad, r6384, lot 2410jk510a. Patients are being monitored for any signs of infection. No other treatment or patient effects were communicated.

Manufacturer narrative:
No samples available; the photograph confirms the reaction to r6384 component. The component is received pre-packaged and placed directly into kits. No on-site activities involve handling or altering the component in a way that could affect patient sensitivity or trigger reactions to its ingredients. There were no nonconformances reported during kit manufacturing. Based on review of the picture, the reaction seems to only be present where the dressing was applied. The root cause could not be definitively determined. This is the only complaint related to a reaction for this component received in 2025. The component is also used in other convenience kits. In 2024, there was only one similar complaint, which involved a different convenience kit and a different component lot. Hence there is no trend for this issue. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.